Event description:
The manufacturer received information from a third-party distributor that a ventilator is not operative on a garbin evo device. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
The manufacturer received information from a third-party distributor that a ventilator is not operative on a garbin evo device. There was no serious patient harm or injury that occurred or was reported. The garbin evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, machine drift flow high (e-0155), was observed on the device's error log. The third-party service technician evaluated and determined the machine flow sensor had caused the issue to occur on the device. In conclusion, the device's machine flow sensor was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the blower assembly was replaced to address to another system error code, motor controller force shutdown (e-0144) which was unrelated to the reportable issue. The system printed circuit assembly (pca) was replaced to address another system error code, drift debug (e-0330), that was observed on the device's error log. This was unrelated to the reportable issue. The inline proximal filter was replaced for contamination unrelated to the reported issue. The muffler assembly, air foam filter, and particulate filter were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.